Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was high and lasted more than four hours. The patient received treatment with insulin via pump and manual injections, and the event resolved. No further information available.